Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 05 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthrosis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. Attune knee components were implanted in the procedure. Competitor¿s cement was used in the procedure. On (B)(6) 2017, the patient underwent a first stage revision for infection with placement of a spacer. Cultures were obtained in the surgical process, but no lab results were provided. No further surgical notes were provided. All competitor components were implanted in the procedure. On (B)(6) 2017, the patient underwent a second stage revision for infection with placement of final implants to the right knee. The patella was revised. The surgeon reported no intraoperative complications. Attune components, smartset cement x 1 were implanted in the revision. There was also competitor cement implanted in the revision. Doi: (B)(6) 2014, dor: (B)(6) 2017 (rt knee).